Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin under the front therapy pad and electrodes. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed ecoval lotion. The irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin under the front therapy pad and electrodes. There was no alleged device malfunction contributing to the irritation. The patient's doctor prescribed ecoval lotion. The irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.